Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed slightly elevated shock lead impedance (sli). At changeout the field representative noted noise on the shock electrogram (egm). Myopotential noise was discussed as a possible origin for the noise that was not sensed on the rv egm. The ICD was explanted and replaced for a new one and the new system with the already in service rv lead and the new ICD showed within range sli. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed slightly elevated shock lead impedance (sli). At changeout the field representative noted noise on the shock electrogram (egm). Myopotential noise was discussed as a possible origin for the noise that was not sensed on the rv egm. The ICD was explanted and replaced for a new one and the new system with the already in service rv lead and the new ICD showed within range sli. Furthermore, the ICD has been returned for analysis. No additional adverse patient effects were reported.